Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is reporting pain with their hip implant. However, per the communications noted by the customer, the intention of the report to zimmer biomet (B)(4) was not to complain about the products, but to ask if the implants were MRI compatible. The patient was implanted with a number of components of which one is the tm acetabular augment. There is no indication of a planned revision. Additionally, no operative notes or x-rays are provided.